Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Device not returned. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. The patient demographic info: age, gender, weight, bmi at the time of index procedure? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Please specify. Did the patient receive prophylactic antibiotics pre-, intra- or post operation? Please specify. When was wound dehiscence observed first time (# of post-op days/weeks)? When and how were "air knots" observed? Are any photos available? Date of the suture removal and re-suturing procedure? What was used for re-suturing? Other relevant patient factors/comorbidities/concomitant medications? Please provide further explanation on why it is believed that the triclosan coating contributed to this issue? What is the patient¿s current status? If applicable, will product be returned, return date, tracking information? Additional information was requested, and the following was obtained: in which tissue was the suture been used? Subcutaneous on leg after a free flap. What is the current status of the patient? Still receiving care. Steri strips and ace bandage to reinforce, uncertain of other interventions. Please provide the procedure name and date. Anterolateral thigh, (B)(6). Please provide the lot number for the involved devices : ql2akk, ql2alz, ql2acd. What date did the patient present with symptoms? Varied over the month of (B)(6) 2021. Any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose) - antibiotics. Did the suture break post-operatively? Unsure. Was any surgical intervention performed specially re-suturing? Explain: this was performed on one of the three patients. Was the re-operation necessary to remove the suture? No. Was the re-suturing performed after suture removal? As above. Was the wound healed after suture removal? The dermal layer did not heal. Was the suture found completely untied at post-operative care? No. Photo shows subcutaneous layer with little holes. Surgeon believes suture was unable to tie down properly and created air knots. Surgeon believes this is due to the triclosan coating. Did the patient require any additional surgical intervention due to this issue? As above what is the current status of the patient? Their dehiscence gradually resolved. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 472 g/m. Note: adverse event for patient #1 submitted via 2210968-2021-02961, adverse event for patient #2 submitted via 2210968-2021-02962.

Event description:
It was reported that the patient underwent an anterolateral thigh flap procedure on (B)(6) 2021 and the suture was used on the leg, subcutaneous layer after a free flap. It was reported that the suture was not tying properly. The patient experienced post-operative complications, wound dehiscence. It was reported that the subcutaneous layer was observed with little holes. The patient was treated with antibiotics. The dermal layer did not heal after suture removal. One of patients was re-sutured, it is unknown which one. The patient was receiving care with steri-strips and ace bandage to reinforce. The surgeon opines that the suture was unable to tie down properly and created air knots. Also, the surgeon opines this is due to the triclosan coating. It was reported that the dehiscence gradually resolved. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 04/15/2021 a manufacturing record evaluation was performed for the finished device batch: ql2acd and no non-conformances/ manufacturing irregularities related to the malfunction were identified. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: visual analysis of the returned samples determined that sixteen unopened samples of product code: vcp864d were received for evaluation. Visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength with knot force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted report is not intended to deny that you experienced a problem with the device. Additional information was requested, and the following was obtained: how was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Unknown, but believe square. Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Please specify. Non noted. When and how were "air knots" observed? It was stated during the tie down. Please provide further explanation on why it is believed that the triclosan coating contributed to this issue? It was the only thing different from the normal closure. It was then discovered that traditional vicryl was also used. It is my understanding that vicryl plus was the suture complaint. The lots are provided below. The surgeon is not responding to my email requests for information. 1) procedure on (B)(6) 2021, vicryl plus . Lot#: ql2akk. 2) procedure on (B)(6) 2021, vicryl plus . Lot#: ql2alz. 3) procedure on (B)(6) 2021, vicryl plus. Lot#: ql2acd. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient receive prophylactic antibiotics pre-, intra- or post operation? Please specify. When was wound dehiscence observed first time (# of post-op days/weeks)? Date of the suture removal and re-suturing procedure? What was used for re-suturing? Other relevant patient factors/comorbidities/concomitant medications? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.